Event description:
It was reported during an implant attempt of the device that there was a problem with the screw mechanism on the device. The device was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number d354drg is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw socket was rounded. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.